Event description:
At 0640 on 6/27, nurse attempted to suction pt via in-line suction set-up. No secretions were obtained. Nurse was unable to fully retrieve suction catheter from the trachea despite repeated attempts. Respiratory therapist was able to fully retrieve catheter, suctioned pt with non-in-line cath, scant amount of secretions were obtained. Pt became cyanotic, coded and died. Family refused autopsy. It is believed that multiple mucus plugs caused the arrest in this terminally ill pt.